Event description:
It was reported that during an attempted implant, the lead exhibited high impedance measurements. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed with no anomalies. There was blood on the distal electrode. (B)(4).